Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in process.

Event description:
After contacting independent diagnostic testing facility (idtf), caregiver of patient self tester reports protime inr 3.2 vs lab inr 5.3. Patient therapeutic range 2.5 - 3.5 inr. No reports of adverse events or serious injury.